Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to a procedure to upgrade the patient's system from a pacemaker to an ICD, oversensed lead noise was noted on the atrial channel. The lead was capped on (B)(6) 2019 during the device upgrade procedure. There were no patient consequences.